Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed for hemostasis in the esophagus on (B)(6) 2013. According to the complainant, three bands released during the first rotation of the handle. The handle did not make a clicking sound, and the suture fell off at the end. Another speedband superview super 7 device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device was performed. Upon investigation, it was noticed that the trip wire was properly cinched, and properly wound around the handle spool multiple times. The suture was properly connected to the distal end of the trip wire and was not broken. The handle rotated freely and the detent was felt and heard every 180 degrees of rotation. All 7 bands were deployed. There was no damage to the ligator body or teeth. The device appears to have functioned normally, deploying all 7 bands as the handle was rotated. Following a detailed device analysis, it was noted by the complaint investigation site (cis) that the condition of the returned incident device could not be evaluated relative to the complaint that "three bands were released on the first turn." The returned device was found to have been set up correctly, and no damage was found. The returned device appeared to have functioned properly. The handle detent could be felt and heard every 180 degree turn of the handle, and the suture was not broken. The condition of the returned device did not show any issues that could have caused multiple bands to fire, but since all bands had been fired, an full investigation could not be conducted. The root cause for this complaint is undeterminable ¿ review and analysis of all available information fails to indicate a root cause or probable root cause. A device history record (DHR) review of lot number 16273547 was performed and revealed no related issues to the reported complaint. There were no non-conforming events or any deviations identified in the DHR review. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed for hemostasis in the esophagus on (B)(6) 2013. According to the complainant, three bands released during the first rotation of the handle. The handle did not make a clicking sound, and the suture fell off at the end. Another speedband superview super 7 device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.